Event description:
Inflammation post-operative[procedural site reaction]. Iritis recurrent[iritis]. Case description: spontaneous device report, complaint #2643, argus #2003144526ca. Log loc.#ca20030493 cross references argus # 2003144528ca; 2003144525ca; 2003144527ca. An ophthalmologist reported a case regarding a patient (age not stated) with light coloured irides. On a non specified date, the patient underwent a lens mod 911a implant. The surgery was completely uneventful. On day 4 post operation, the patient had minimal inflammation and after more than 4-6 weeks had recurrent iritis. The outcome is unknown. Further information is expected. Follow-up (31jan2003): since no sample was present for evaluation, investigation consisted of the following: -batch records were reviewed and showed neither deviations regarding the sterilization process nor deviations regarding the sterility test results, this included positive and negative control. -the spore strips and tsb medium used for the sterility test were verified also and showed no deviations. -environmental control conditions during the manufacturing period of this lot of lenses were verified with respect to bioburden and pyrogens and these showed no deviations. -review of complaint records revealed that no other complaints are from four different sterilization batches. -the manufacturing lots of these complaints show no probable matches relating to a potential cause. Based on the above arguments, a production related cause couldn't be identified. Follow up (17feb2003). The local ref. # has been added in the headline of initial narrative. The following new information has been provided: patient medical history included iridotomies. In 2002, a lens mod 911a was implanted. In 2003 the patient experienced iritis (serious/intervention required) and was treated with prednisolone acetate. The outcome was unknown. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor manufacturer or product caused or contributed to the event.